Event description:
A trilogy evo ventilator was returned to a third-party service center for service. There was no harm or injury reported. During the evaluation of the device at the third-party service center, the device failed a test step relating to the internal flow verification: positive flow fail. The flow does not reach the pressure limits, which indicates that the pneumatic system needs to be validated. The third-party service technician states that the firmware was updated to resolve the issue. No valve or battery replaced was required. Additionally, the blower assembly, bellows seal, air inlet foam filter, system printed circuit board assembly (pca) tubing, blow chassis tubing, and fio2 tubing were replaced. The device passed all evaluation testing, and no further investigation is required.